Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached while inside of the pt at 192,600 joules. Also, it was reported that all of the fiber pieces were retrieved. No pt injury was reported.